Manufacturer narrative:
(B)(4): the doctor replaced the intraocular lens (iol) with the same type of lens but of a different diopter power. He indicated that he prescribed an unspecified medication post iol implantation.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Event description:
We received a report concerning a patient who received an intraocular lens but post-operatively was still hyperopic. The intraocular lens (iol) was removed and replaced in the same procedure with another lens and the patient is reported to be doing ok at this time.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed several scratches/damages on the surface of the optic body. They were consistent with scratches/damages that are generated by customer handling during the explant process. No other optical deviations could be found. Due to the condition of the device when it was received, a diopter measurement could not be performed. Conclusion: the returned lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the MFR has been submitted.

Manufacturer narrative:
(B)(4): the device manufacturing records were reviewed and show no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 14.0 diopter of this lot number. Review of the historical complaint data base revealed that no simular complaints from this lot number were received. Conclusion: the batch passed all acceptance criteria for all tests performed and is within all specifications. (B)(4): placeholder.